Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down arrow and contrast keypad buttons were intermittently responsive during testing. It was observed that the up arrow and ok keypad buttons required excessive force to obtain a response. During investigation, it was noted that all button key contacts became inverted with button presses, and did not spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok keypad button has been requiring multiple presses to obtain a response for the past 3 to 4 weeks. He noted that the button still springs back as expected when pressed. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that he wears the pump on his waist with a clip.